Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had woken up with an elevated blood glucose (bg) level of 260 mg/dl. The customer changed the cartridge and infusion set and took a correction bolus via the pump. At the time of the call, the customer had not tested bg level again and stated that they would contact their healthcare provider to discuss elevated bg levels. Multiple follow up attempts were made with the customer to confirm that bg level lowered to target range. However, the customer did not respond.